Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on 09/16/2023. On (B)(6) 2023, the pediatric patient experienced a skin reaction with itching, burning, redness, and inflammation, under entire patch area. The patient complained that sensor was itchy, and when the mother removed the sensor, she noticed that the was swollen and red. She called the diabetic team which advised them to call hospital. The mother arranged a visit and brought the patient to the hospital on (B)(6) 2023. Before going to the hospital, paracetamol was given by the parent, and at the hospital the patient was given a prescription of oral antibiotics, flucloxacillin. At the time of the report was stable. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).